Manufacturer narrative:
Patient date of birth, age unk, patient gender unk, patient weight unk, patient's ethnicity/race unk, relevant tests/laboratory data unk, other relevant history unk, the device was not returned to the manufacturer, thus an investigation could not be completed.

Event description:
A peripheral atherectomy procedure commenced to treat a slightly calcified lesion in the patient's mid popliteal artery. The physician chose to use a spectranetics turbo elite laser atherectomy catheter to treat the patient. During the procedure, the device's marker band detached and was successfully retrieved using a balloon. The procedure was completed with this device with no reported patient harm. This report captures the turbo elite device in use when its marker band detached within the patient, requiring intervention.

Manufacturer narrative:
D9): the device was returned to the manufacturer on 26 apr 2022. G3): the device evaluation and investigation were completed on 24 may 2022. H3): the device was returned and evaluated by a cross functional team. The distal marker band was returned, detached from the distal end of the turbo elite. The turbo elite''s distal tip had a slight epoxy void. A white substance was observed within the epoxy void at the turbo elite''s distal tip; the substance was identified as sodium, which was not considered to be a reasonable root cause for the detachment of the marker band. Observing the marker band, the locking feature was seen all the way around the inner diameter (within specifications for the device). Measurements of the distal marker band were found to be within specifications. H6): based on the device evaluation and investigation, this failure is determined to be production process related.